Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Review of the event history showed acu watchdog failure and primary audible alarm - power on self-test. The probable cause of the issue was a defective main board. The main board was replaced to address this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the system was constantly having watchdog failure alarms. The event happened during set-up. There was no patient involvement.